Event description:
A percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. A coronary stent was implanted. An intravascular ultrasound (ivus) catheter was used to image the stent placement. While advancing the ivus catheter, the physician experienced difficulty crossing the stent; in spite of this, he was successful in crossing. The physician believes it is possible that the catheter may have been stuck in the stent, however, there was no issue withdrawing the catheter from the patient. The patient condition is reported to be "good".

Event description:
A percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. A coronary stent was implanted. An intravascular ultrasound (ivus) catheter was used to image the stent placement. While advancing the ivus catheter, the physician experienced difficulty crossing the stent; in spite of this, he was successful in crossing. The physician believes it is possible that the catheter may have been stuck in the stent, however, there was no issue withdrawing the catheter from the patient. The patient condition is reported to be "good".

Manufacturer narrative:
Additional information added to concomitant medical products and therapy dates field. Product analysis could not be performed due to device disposal. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The device labeling and directions for use were reviewed and revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, and the anatomical and procedural factors encountered during the procedure, the root cause of stuck in stent has determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B)(4) new code request has been submitted for stuck in stent.